Manufacturer narrative:
D2b: medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the wingset body was filled completely with blood and it leaked. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. One of the photos shows a device with blood leakage in the sample of the device around the hub/tubing connection. Additionally, 30 retained samples underwent functional tests to assess the functionality of the device. All the samples passed testing as there was no evidence of damage to the device or leakage during use. Furthermore, these 30 retained samples were subjected to additional functional tests. All samples passed testing as they were able to be activated properly with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® push button blood collection set, the wingset body was filled completely with blood and it leaked. No patient impact reported.